Event description:
It was reported by service report that the side rail latch handle broke and had sharp edges. There was no patient involvement; however, the service report notes do not indicate if there were adverse consequences reported.

Manufacturer narrative:
Yellow latch handle. Unit was evaluated by the hospital.